Event description:
It was reported that the cls expansion cup broke.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the investigation shows that the cause of the breakage was fatigue due to mechanical overload. There is no sign of material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.